Event description:
No additional patient or event information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation a review of the instructions for use and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record (DHR) could not be complete due to lack of lot information from the user facility. A search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: warnings this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed. Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding. Instructions for use important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on customer testimony. The cause of the event cannot be traced to the complaint device and was most likely related to patient anatomy. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided: this case reports a 38-years-old woman at 24 weeks gestation was diagnosed with severe super-imposed preeclampsia and the decision was made to perform a c-section. Following delivery of the 700 gm baby, severe uterine atony was diagnosed and bakri balloon was placed with 600 ml saline inflation. Despite bakri balloon inflation, the bleeding did not stop and internal iliac artery ligation (iial) was performed. The operation was completed and the woman was sent to obstetric ward however, several hours following surgery, 1000 ml blood was drained to the collector bag. Because of severe hypotension and severe bleeding after surgery, she underwent a re-laparotomy and life saving subtotal hysterectomy was performed. The estimated blood loss was 3800 ml, she received 4 units of prbc and 4 units of ffp. The pathology of the specimen also showed a fundal placental accreta. Additional information provided regarding other 2 women that required iial after bakri placement and bleeding halted. These two cases are reported in patient identifier (B)(6) and patient identifier (B)(6). Corrected information: clarification provided defines bakri failure as not stopping bleeding. There was no leakage or rupture of the balloon.

Manufacturer narrative:
PMA/510k # : k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In the journal article "which uterine sparing technique should be used for uterine atony during cesarean section? The bakri balloon or the b-lynch suture?" Published in the archives of gynecology and obstetrics (2016) 294:511-17, it is reported in four women the bakri failed and internal iliac artery ligation (iial) was required. Prior to bakri placement, all women were given oxytocin [40 iu in 500ml of normal saline at the rate of 125ml/h (166mu/min) intravenously]. In the cases where uterine atony was unresponsive to the standard oxytocin regimen, uterine massage and bimanual massage; the patients were given ergometrine (intramuscularly 0.25-0.5mg), and misoprostol (0.8-1mg rectally). In the case of failure of the uterotonic treatment, uterine sparing techniques were used (bakri balloon or b-lynch sutures). In four women, the bakri balloon was used and "failed". No details were provided regarding how the bakri failed. In these four women, iial was performed. After iial, in three women the bleeding halted (reported in patient identifier (B)(6)). In one woman, bleeding did not stop, and a hysterectomy was performed (this report). No other consequences to the patients have been reported as occurring. Additional details regarding the patients and events have been requested. At this time, no additional information has been provided.